Manufacturer narrative:
Currently, a device has not been returned for eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The pt reported a pinhole in pt line during treatment. The pt reported he believes the hole was caused by his pet. Pt was not prescribed antibiotics and his effluent remains clear. No sample available.